Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool smarttouch sf catheter and experienced unresponsiveness, dropped blood pressure, pericardial fluid (tamponade) treated with resuscitation, pericardiocentesis, and surgical intervention to treat leak in the right ventricle. During pvc in the left ventricle, aimed at treating premature beats arrhythmia. The procedure was conducted using a thermocool smarttouch sf catheter. Several ablations were performed, followed by additional mapping to re-map the abnormal beat to decide where to continue the ablation. They continued ablating and during the additional ablations, the patient began to cough. The electrophysiologist stopped the ablation and the patient was asked if she was alright. The team noticed that the patient was unresponsive, prompting immediate echocardiogram and blood pressure tests. Pericardial fluid (tamponade) was observed in the pericardium, along with a drop in blood pressure. Resuscitation was performed. The fluid was drained through a puncture procedure involving inserting a needle into the pericardium, and the patient¿s condition stabilized, but not for long. Therefore, it was decided to halt the procedure and to transfer the patient to the operating room for treatment of the tamponade. For this purpose, the patient was connected to an ECMO machine in the catheterization room and transferred to the operating room. The patient is recovering in the hospital, is out of danger and feels well. According to the electrophysiologist, during the surgery it was observed that the source of the leak was in fact from the right ventricle (whilst the ablation was done in the left ventricle) and according to him it may be that during the insertion of the drain to the pericardium in order to drain it from fluid that accumulated therein prior to the procedure, it is possible that the right ventricle was punctured (likely from the drain). It should be noted that the system used during this procedure has also been used in subsequent procedures without any issues. To be noted, no steam pop was heard, meaning, no evidence of gas release from the cells due to overheating of the tissue. The electrophysiologist did not observe char on the ablation catheter that would evidence excessive heating of the catheter. The resistance in the generator was stable (no increase in resistance was observed). Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. A manufacturing record evaluation was performed for the finished device lot number 31513058l and no internal action related to the complaint was found during the review. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 24-jun-2025. The procedural act was normal. The patient required cardiac surgery of the left ventricle. The adverse event/side effect was identified during the procedure, and not during ablation. The physician¿s opinion on the cause of this adverse event was not known exactly, estimates that it may be a patient movement, and the physician reviewed the ablation indicators, and they were normal. The outcome of the adverse event improvement. The rv was not used, and they do not know what caused the tamponade before the puncture. All ablation parameters were normal. The patient required extended hospitalization because of recovery from the procedure. The energy source used when the adverse event occurred was radio frequency (rf). No error reported. One catheter exchange occurred during the procedure. The number of rf ablations performed was 8 (+/). The force visualization feature used was dashboard. Color options used prospectively were impedance and signal observation. A transseptal puncture was performed. Prior to noting the cardiac tamponade no ablation was performed. The event occurred during intra-ablation phase. The flow settings were unchanged. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. No error messages observed on biosense webster equipment during the procedure. In addition, during the hospitalization, a decision was made to have a vsd surgery (not related to ablation), which ultimately resulted in the patient's death. (Based on the limited information, the death was dissociated from the ablation catheter/procedure and therefore, not coded). Additional information was received on 02-jul-2025. The report for date of death was not seen, but it happened around the (B)(6) 2025. The physician¿s opinion of the cause of death was that they cannot say exactly but the patient had ischemic situation in one of her legs and then she had a vsd closure operation where she suffered again from heart tamponade and died. They stated that they cannot know for sure because they did not see a tear. It was in the middle septum in a very thickened area (could possibly be from birth) and said that it behaved somewhat like acute vsd and therefore, since they did not see any jump or high pressure, it is possible that there was a small vsd there and that they possibly enlarged it with the catheter during ablation (without being aware of its existence) because they did advance the catheter through the septum, but this is a mere theory. The vsd was identified during this hospitalization i.e. During recovery post ablation procedure and post procedure to treat the first tamponade. This was a newly found diagnosis. The force visualization features used were vector and visitag. The visitag module parameters used stability were force, time, and range. The color option prospectively used was other- impedance drop. Additional information was received on 10-jul-2025. The ischemic leg was not related to the access site; it happened post ablation procedure due to the access to connect the patient to an ECMO system. Not a pre-existing condition. Per the additional information received, updated the d10. Concomitant medical products and therapy dates section and the a3a. Sex, b2. Is hospitalization initial/prolonged and h6. Health effect - impact code fields. Device evaluation details: it was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool smarttouch sf catheter and experienced unresponsiveness, dropped blood pressure, pericardial fluid (tamponade) treated with resuscitation, pericardiocentesis, and surgical intervention to treat leak in the right ventricle. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation on 25-jun-2025. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).